Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, opening curved and missing plug strap (0-25%). Leak test and microscopic analysis was performed which identified; striated opening on anterior and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. A sharp broken on plug strap assessed as an unidentified (tear) opening. Missing plug strap assessed as inconclusive.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.